Event description:
Suture reaction. Approx three months following colectomy/small resection procedure, pt experienced pain, scarring & redness around suture area, was treated with antibiotics & sutures were subsequently removed under local anesthesia in doctor's office.